Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 46 mg/dl. The customer stated that they treated the low blood glucose with food and apple juice. The customer reported that the lcd had scratch but they were still able to read the screen. The customer also mentioned that they had high blood glucose of 400 mg/dl prior to call. The customer stated that there was blood at site. The insulin pump will not be returned for analysis.